Manufacturer narrative:
Visual examination of the returned device noted a tear in the balloon material running the entire length of the balloon from the proximal balloon sleeve to the distal balloon sleeve. An examination of the radio opaque markerbands found no anomalies. No other damage was noted with the device. The cause of the reported malfunction is likely attributable to operational context.

Event description:
It was reported to boston scientific corporation in 2007 an uromax ultra balloon dilation catheter was used during a ureteroscopy procedure (patient age, gender, and weight unknown) performed the day before. During the procedure, when the physician attempted to inflate the balloon, it was noted the contrast medium had leaked from the balloon. The physician completed the procedure with a different device. Patient condition was reported to be "good."